Event description:
Unable to retract jacket, jacket broke. It was reported that the jacket broke while unjacketing the device due to tortuous anatomy. A second device was successfully deployed. There was no injury reported.